Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing report reference number: 2938836-2017-23647. During a follow up, there was noise on the right ventricular lead and non-sustained far field oversensing with automatic mode switching (ams) on the right atrial lead. No intervention was performed and the patient was stable and will continue to be monitored.